Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), polyarthritis ("poly arthritis") and sjogren's syndrome ("sjogrens syndrome") in an adult female patient who had essure (batch no. 969211-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's past medical history included grand multiparity. Concurrent conditions included obesity, menstrual cycle prolonged, libido decreased, irregular menstruation, menstruation frequent, post coital bleeding, burning sensation, dyspareunia, dizziness, paratubal cyst, nabothian cyst, cervicitis, adenomyosis, pelvic congestion, uterine fibroid, mood change, sleep loss, panic attacks and menometrorrhagia. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic congestion ("pelvic congestion syndrome") and arthralgia ("joint pain"). On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced polyarthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("irritable bowel syndrome"), pain ("entire body pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, polyarthritis, sjogren's syndrome, weight increased, fatigue, anxiety, depression, vaginal haemorrhage, menorrhagia, fibromyalgia, migraine, headache, allergy to metals, dysmenorrhoea, irritable bowel syndrome, pelvic congestion, arthralgia, pain and back pain had not resolved. The reporter considered allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, migraine, pain, pelvic congestion, pelvic pain, polyarthritis, sjogren's syndrome, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 181 lbs. Insertion details: 2-4 coils on cavity on each side . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, cramping, fibromyalgia, nickel allergy, bleeding, headaches, weight gain, fatigue. Most recent follow-up information incorporated above includes: on 22-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), polyarthritis ("poly arthritis") and sjogren's syndrome ("sjogrens syndrome") in an adult female patient who had essure (batch no. 969211-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's past medical history included grand multiparity. Concurrent conditions included obesity, menstrual cycle prolonged, libido decreased, irregular menstruation, menstruation frequent, post coital bleeding, burning sensation, dyspareunia, dizziness, paratubal cyst, nabothian cyst, cervicitis, adenomyosis, pelvic congestion, uterine fibroid, mood change, sleep loss, panic attacks and menometrorrhagia. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic congestion ("pelvic congestion syndrome") and arthralgia ("joint pain"). On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced polyarthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("irritable bowel syndrome"), pain ("entire body pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, irritable bowel syndrome and back pain was resolving and the polyarthritis, sjogren's syndrome, weight increased, anxiety, depression, vaginal haemorrhage, menorrhagia, fibromyalgia, migraine, headache, allergy to metals, dysmenorrhoea, pelvic congestion, arthralgia and pain had not resolved. The reporter considered allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, migraine, pain, pelvic congestion, pelvic pain, polyarthritis, sjogren's syndrome, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 181 lbs. Insertion details: 2-4 coils on cavity on each side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, cramping, fibromyalgia, nickel allergy, bleeding, headaches, weight gain, fatigue. Most recent follow-up information incorporated above includes: on 15-oct-2018: plaintiff fact sheet received: events outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), polyarthritis ("poly arthritis") and sjogren's syndrome ("sjogrens syndrome") in a female patient who had essure (batch no. 969211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's past medical history included grand multiparity. Concurrent conditions included morbid obesity, menstrual cycle prolonged, libido decreased, irregular menstruation, menstruation frequent, post coital bleeding, burning sensation, dyspareunia, dizziness, paratubal cyst, nabothian cyst, cervicitis, adenomyosis, pelvic congestion, uterine fibroid, mood change, sleep loss, panic attacks and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic congestion ("pelvic congestion syndrome") and arthralgia ("joint pain"). In 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced polyarthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("irritable bowel syndrome"), pain ("entire body pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, polyarthritis, sjogren's syndrome, weight increased, fatigue, anxiety, depression, vaginal haemorrhage, menorrhagia, fibromyalgia, migraine, headache, allergy to metals, dysmenorrhoea, irritable bowel syndrome, pelvic congestion, arthralgia, pain and back pain had not resolved. The reporter considered allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, migraine, pain, pelvic congestion, pelvic pain, polyarthritis, sjogren's syndrome, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 181 lbs. Insertion details: 2-4 coils on cavity on each side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, cramping, fibromyalgia, nickel allergy, bleeding, headaches, weight gain, fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter's information and lot number were updated. Events added: abnormal bleeding (vaginal, menorrhagia), sjogrens syndrome, poly arthritis, fibromyalgia, migraines / headaches, nickel allergy, dysmenorrhea (cramping), irritable bowel syndrome, pelvic congestion syndrome, entire body pain, joint pain and does not underwent essure confirmation test. Otcome of following events were updated from unknown to not recovered/not resolved: abnormal bleeding (vaginal, menorrhagia), sjogrens syndrome, poly arthritis, fibromyalgia, migraines / headaches, nickel allergy, dysmenorrhea (cramping), irritable bowel syndrome, pelvic congestion syndrome, entire body pain, joint pain, pelvic pain, weight gain, anxiety, depression and fatigue. Concomitant diseases, historical condition and lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), polyarthritis ('poly arthritis'), sjogren's syndrome ('sjogrens syndrome'), systemic lupus erythematosus ('lupus') and gallbladder operation ('gall bladder surgery') in an adult female patient who had essure (batch no. 969211-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's medical history included grand multiparity. Concurrent conditions included obesity, menstrual cycle prolonged, libido decreased, irregular menstruation, menstruation frequent, post coital bleeding, burning sensation, dyspareunia, dizziness, paratubal cyst, nabothian cyst, cervicitis, adenomyosis, pelvic congestion, uterine fibroid, mood change, sleep loss, panic attacks, menometrorrhagia, vaginal infection, vaginitis, allergic rash, joint pain, muscular pain and uterine bleeding. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic congestion ("pelvic congestion syndrome") and arthralgia ("joint pain/ knee pain") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced polyarthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("irritable bowel syndrome"), pain ("entire body pain"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), scoliosis ("scoliosis"), intervertebral disc degeneration ("degenerative disc disease"), insomnia ("insomnia"), menstruation irregular ("irregular menstruation"), pain in extremity ("foot pain"), hot flush ("hot flashes"), urticaria ("hives"), polycystic ovaries ("pcos"), liver disorder ("liver issues"), pruritus ("itching"), gastrointestinal disorder ("gi problems"), cardiac disorder ("cardiac issues"), flatulence ("gas pains"), rash ("bad rash"), intervertebral disc protrusion ("schmorl's nodes"), panic attack ("panic attack"), inflammation ("extreme inflammation"), libido decreased ("lost my interest in sex"), alopecia ("amount of hair I lose"), neuralgia ("nerve pain"), gait disturbance ("barely able to walk"), gastrooesophageal reflux disease ("I have severe reflux"), mass ("bump"), endometriosis ("endometriosis") and tenderness ("tenderness at incisional site"), underwent gallbladder operation (seriousness criterion medically significant) and was found to have weight decreased ("I've lost 40 of those lbs") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, irritable bowel syndrome and back pain was resolving, the polyarthritis, sjogren's syndrome, weight increased, anxiety, depression, vaginal haemorrhage, menorrhagia, fibromyalgia, migraine, headache, allergy to metals, dysmenorrhoea, pelvic congestion, arthralgia and pain had not resolved, the systemic lupus erythematosus, musculoskeletal pain, gallbladder operation, scoliosis, intervertebral disc degeneration, insomnia, menstruation irregular, pain in extremity, hot flush, urticaria, polycystic ovaries, liver disorder, pruritus, gastrointestinal disorder, cardiac disorder, weight decreased, flatulence, rash, intervertebral disc protrusion, panic attack, inflammation, alopecia, neuralgia, gait disturbance, gastrooesophageal reflux disease, mass, uterine leiomyoma, endometriosis and tenderness outcome was unknown and the libido decreased had resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, cardiac disorder, depression, dysmenorrhoea, endometriosis, fatigue, fibromyalgia, flatulence, gait disturbance, gallbladder operation, gastrointestinal disorder, gastrooesophageal reflux disease, headache, hot flush, inflammation, insomnia, intervertebral disc degeneration, intervertebral disc protrusion, irritable bowel syndrome, libido decreased, liver disorder, mass, menorrhagia, menstruation irregular, migraine, musculoskeletal pain, neuralgia, pain, pain in extremity, panic attack, pelvic congestion, pelvic pain, polyarthritis, polycystic ovaries, pruritus, rash, scoliosis, sjogren's syndrome, systemic lupus erythematosus, tenderness, urticaria, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 181 lbs. Insertion details: 2-4 coils on cavity on each side . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Pathology test - on (B)(6) 2016: diagnosis: uterus, cervix, and bilateral fallopian tubes, resection: serosa - unremarkable. Cervix - nabothian cyst and mild cervicitis. Endometrium - proliferative. Myometrium - adenomyosis. Fallopian tubes - paratubal cysts with intact essure coils. No dysplasia, atypia or malignancy in this specimen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, cramping, fibromyalgia, nickel allergy, bleeding, headaches, weight gain, fatigue. Concerning the injuries reported in this case the following events were reported via social media: musculoskeletal pain, gallbladder operation, scoliosis, degenerative disc disease, systemic lupus erythematosus, insomnia, menstruation irregular, hot flush, pain in extremity, urticaria, liver disorder, pruritus, gastrointestinal disorder, polyarthritis, cardiac disorder, weight decreased, gas pain, bad rash, intervertebral disc protrusion, panic attack, inflammation, hair loss. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received: new events - gallbladder surgery, scoliosis, degenerative disc disease, lupus, insomnia, irregular menstruation, foot pain, knee pain, hives, liver issues, itching, gi problems, polyarthritis, cardiac issues, I've lost 40 of those lbs, , gas pains, bad rash, schmorl's nodes, panic attack, inflammation, hair loss were added. Reporter information added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), weight increased ("weight gain"), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (removal of essure was performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, weight increased, fatigue, anxiety and depression outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, fatigue, pelvic pain and weight increased to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.